Manufacturer narrative:
Investigation summary: the event unit was returned in its original packaging to applied medical for evaluation. Upon visual inspection, engineering was able to confirm the complainant's experience of wrinkles in the packaging seal. Engineering tested the seal, and it did not meet acceptance criteria for an acceptable seal. The likely root cause of the wrinkles in the packaging seal is due to overheating during the sealing process. The probability and criticality of harm resulting from this failure mode has been evaluated and was found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
"This is complaint from (B)(4) evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: feb 2, 2016. Please refer to the attachment file." The unit was not used on a patient and returned unopened.